Event description:
Per the clinic, the patient experienced wound dehiscence with exudates coming out of the wound. The patient was then hospitalised (specific date and duration not reported) and underwent wound debridement procedures in order to remove necrotic tissues. The implanted device remains.